Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s daughter stated that on (B)(6) 2019, the patient fell and sustained a ¿brain bleed.¿ no cgm reading or comparative bg values were checked at the time of the event. The patient was taken to the emergency room and admitted to the intensive care unit (ICU). At some point in the ICU the cgm reading was 146 mg/dl but the bg via fingerstick was 73 mg/dl. The patient¿s daughter is unsure if the fall was related to the dexcom system or if the cgm was inaccurate at the time of the event. The patient was being treated with an anti-seizure medication and a steroid for the cerebral bleed. The patient was being treated with an anti-seizure medication and a steroid for the cerebral bleed. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.